Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 14.0 mmol/l at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Device passed displacement test, rewind test, basic occlusion test and prime test. Unable to confirm motor position encoder error alarm due to overwritten history file.